Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. On the same day as the onset of peritonitis, the pt was hospitalized for the event. It was reported that maybe one of her bowels was the cause of peritonitis but this was not medically confirmed. The cause of the peritonitis was unknown. Treatment for the event was not reported. Two days after hospitalization, the pt was discharged. On an unreported date, it was reported that the pt was recovered from the peritonitis event but this was not medically confirmed. On an unreported date, the pt passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).